Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during an anterior hip replacement procedure, the cartridge blade broke at the cutting end. It was also reported that there was a delay of approximately 3 minutes. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The returned blade was evaluated and the failure could not be replicated. The root cause is undetermined.

Event description:
It was reported that during an anterior hip replacement procedure, the cartridge blade broke at the cutting end. It was also reported that there was a delay of approximately 3 minutes. It was further reported that there were no adverse consequences and the procedure was completed successfully.